Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a tower door was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient and user was able to retrieve medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the latch assembly and tower door 1 were malfunctioning after use and failed to open. A field service engineer (fse) applied troubleshooting techniques to resolve the issue. The microswitches were coated with carbon conductor grease, and the wire harness connectors were re-crimped. The customer tested doors 2, 3, and 4 for functionality. The system functioned as intended after the field service engineer repaired the device.